Event description:
The reporter stated a single piece silicone lens model number aa4204vl was struck in the injector during advancing. No pt injury or contact.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens stuck in the injector. There is no visible damage to the injector. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.